Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event; however, the femoral and tibial components were reported to be malaligned which could be a contributing factor to the reported loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because the femur and tibia were malaligned and loose.